Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing and noise was noted on the atrial lead. The lead is scheduled to be capped and replaced. No patient complications have been reported as a result of this event.